Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. On the same day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin and cefepime (doses, frequencies, and routes not reported) for peritonitis. The patient was discharged from the hospital four days later. It was reported that the patient recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.